Event description:
The manufacturer became aware of a literature published by the ¿altnagelvin area hospital, UK¿. The title of this report is ¿a review of atypical subtrochanteric femoral fractures in northern ireland between 2010 and 2014 ¿, published on december 22, 2017, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at https://doi.org/10.1007/s00590-017-2113-7. This report includes an analysis of the clinical data that was collected on 26 patients. The cases in this study range from january 2010 to december 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 3 patients experienced a broken nail at lag screw, which required revision. 1 patient experienced a broken nail at lag screw, which required exchange nailing. 1 patient experienced a broken nail at lag screw, which required pflp and bone graft. 1 patient experienced a broken nail at lag screw, which required pflp, cables and bone graft.

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of broken nail at lag screw, which required revision could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.